Event description:
Tibial component became loose after cement hardened. The tibial component had to be removed and a new one reimplanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Qty x 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.